Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer has been in and out of the hosp for high blood glucose. The blood glucose reading was 545mg/dl. A day later, the diabetes mgmt consultant called and stated that the customer came to the hosp without the insulin pump and it happened many times where he would remove the pump and then be admitted to the hosp for uncontrolled high blood glucose.